Manufacturer narrative:
Evaluation summary: the pixel failure was removed by pentax france service with an epki.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the commissioning of brand new equipment, observed defective pixel in the middle of the screen. Plan the resolution of the problem in the workshop with epki processor and return to site of the endoscope. Departure friday, september 24 for argenteuil. This event occurred at the time of installation. There was no report of patient harm.